Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of experiencing sensor glucose versus blood glucose differences and accidentally turned on the alert silence. Customer also received a weak signal alarm and had blood at site. Customer's blood glucose at the time of incident was 158 mg/dl, but reported of previously having low blood glucose of 45 mg/dl and treated with food. Customer reported that low blood glucose may have been due to settings that needed adjustment.